Event description:
Customer reported an issue with the speaker and vibrate function of their insulin pump, specifically that the speaker was not audible even when settings were adjusted. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.